Event description:
On 2/7/07 the lay user/pt contacted lifescan alleging an "apply sample" issue with his one touch ultra meter. The pt did not have his meter with him at the time of the call so no troubleshooting was performed on the phone. The pt stated that he was unable to test on his meter for about a week and ended up going to the hosp "about a year ago." Even though he was unable to test his blood glucose regularly (3 times per day), he indicated that he was taking his set dosages of insulin and oral medications for diabetes as prescribed. At the time of concern, he stated he had symptoms of high blood glucose with symptoms of feeling shaky and sweating and was unable to recall when he last attempted to test on the meter before receiving medical attention. The paramedics took him to the hosp. He was diagnosed with high blood glucose levels, treated with insulin, and was admitted to the hosp for a week. He was unable to recall any of his blood glucose levels obtained by the health care profesionals. This complaint is being reported because the pt alleges he was unable to test his blood glucose due to an "apply sample" issue. He further claims he then developed high blood glucose levels and was hospitalized. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Serial and lot# were not provided.